Event description:
It was reported that during a cholecystectomy procedure, the clips were not closing and not releasing. The doctor opened a new device and on the second product the clips did not release as well. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on for each device involved? Not sure. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? According to dr yes. Were there any feeding issues experienced with the device? Dr used to er320 firing. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Not according to drs knowledge. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? Yes, er320 recall. Were all clips retrieved that did not close? No. How was case completed? Covidien clip applier was used without problems was there any patient consequence? No.